Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had been inserting new batteries daily but the insulin pump just goes off. The device was completely dead and would not respond when changing the batteries. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected off no power anomalies noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool confirmed replace battery alert due to non-sleep anomaly software error. Unit communicated properly with glucose sensor simulator and the guardian 2 link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No change sensor messages noted during testing.